Event description:
The customer contact reported that during a preventive maintenance testing at the user facility, the device touchscreen was found to be out of calibration. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No add'l info was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, the touchscreen was found to be out of calibration. The probable cause of the customer reported event is a broken touchscreen. As indicated, the device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.